Manufacturer narrative:
Estimated date of event. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, while attempting to remove the proglide device, the device was restricted as the suture was caught in the suture bearing. The suture was cut and the proglide device was freed and removed. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. Although there was a reported delay in the procedure, there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.